Event description:
I had mentor silicone implants, that made me so sick, bedridden, unable to think, speak, walk, extreme joint pain, vision hearing loss, numbness in extremities, confusion. I was being poisoned. Tinnitus, gi issues, thyroid issues, hormonal issues, anxiety, seizures, stroke like episodes, tremors, depression that I'd never experienced. The list is long.